Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use on 6-jun-2024. Both the infusion sets were in use for around 12 hours. The blood glucose level at the time of both events was 140 mg/dl and the patient resolved both the events by replacing infusion set and resumed insulin successfully. No further information available.